Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported having to adjust the control points associated with the percentage depth for the primary incision of the right eye. The doctor sutured the primary incision. Additional information requested.

Manufacturer narrative:
No further information was obtained. Based on assessment, the product met specifications at the time of release. The tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).